Manufacturer narrative:
The insulin pump was received with no motor error alarm during our testing noted and passed the motor test. The insulin pump was received with normal operating currents and no unexpected off no power alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at the display window corner and minor scratched display window.

Event description:
Customer called to report that the insulin pump alarmed motor error during device rewind process. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.